Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with erythema, pain with increased drainage and blood on their driveline site due to driveline trauma. The patient was started on oral cephalexin 500 mg taken three times a day. On (B)(6) 2018, the patient was seen by the infectious disease and reported probable early driveline infection and culture negative due to the patient being on antibiotic therapy for the past 48 hours. There was a reported change in drainage to purulent with mild leukocytosis. The patient¿s c - reactive protein test (crp) and erythrocyte sedimentation rate (esr) were elevated therefore the patient had driveline site revision, irrigation, and debridement of wound performed on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, the submitted controller and the left ventricular assist system (lvas) log files appeared to show the system operating as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.